Event description:
Procedure type: vats wedge resection. According to the reporter: pt had normal pulmonary function. No emphysema. The case was routine. Air leak test performed intra-operatively. Pt presented with an air leak and remained in the hospital until the air leak resolved. Specific length of stay was not mentioned. Surgeon commented that the leaks have been small, similar to a pin point in or around the staple line. He is concerned about his pts and the costs of the extended stays to the pt and his institution. Pt's post operative diagnosis was not revealed.

Manufacturer narrative:
(B)(4).